Event description:
Customer reported a malfunction with the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with pump reset instructions, and after resetting, the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.